Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The seal was cracked. The green slide lock and the white plunger were depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal is cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. The safety mechanism was still on. The seal loaded correctly, but the seal is cracked. The case was completed using another heartstring iii proximal seal sys. There were no pt effects. The product was returned.